Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 5076-52 implantable pacing lead 2010 (B)(6); mdt-lead implantable pacing lead 2010 (B)(6); (B)(4).

Event description:
It was reported that the right ventricular lead was dislodged. The patient was enrolled in the (B)(6) clinical study. A lead revision was planned but not performed, patient wanted to exit out of the study. No patient complications have been reported as a result of this event.